Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the protective sheath. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that resistance was felt when attempting to remove the protective sheath off a 2.0x12mm nc trek rx balloon dilatation catheter. The stylet was able to be removed. Excessive force was needed to successfully remove the protective sheath, but the device was not used. There was no patient involvement and the procedure was successfully completed with an unspecified balloon catheter. There was no clinically significant delay in the procedure. No additional information was provided.